Event description:
This report is to advise of an event observed during analysis which revealed a puncture in the sheath and the dilator.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Fast-cath transseptal guiding introducer instructions for use (IFU) states, ¿during insertion, always use the stylet to facilitate needle passage through the dilator/sheath assembly. Failure to use the stylet may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator.¿ the cause of the perforation is consistent with not following the instructions for use.